Event description:
The event is reported as: complaint alleges: "the clips fell out of the applier during prep away from the patient, no clips fell into the patient." No patient injury reported.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.